Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 3006705815-2022-14304, 3006705815-2022-14306. It was reported the patient felt the system was no longer effective. As a result, the physician explanted the entire scs system.